Manufacturer narrative:
Fixture removal surgery due to suspected low grade infection and other patent related issues. The procedure took place in the UK on (B)(6) 2025.

Event description:
Fixture removal surgery due to suspected low grade infection and other patent related issues. The procedure took place in the UK on (B)(6) 2025.